Event description:
A customer reported that the pump required holding the charging cable at a specific angle to charge, indicating a battery charging issue. There was no adverse impact on the customer's blood glucose level. No corrective actions were taken as the customer declined a callback and no further action was required.